Event description:
Pt was injected in the nlf and experienced hard, pea sized nodules in the nasal alar two months later. She was given kenalog injections and hyaluronidase injections 3 times. There was some improvement when she saw the pt on (B)(6) 2010.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.